Event description:
It was reported that the customer had an issue with the insulin pump and had misplaced their quick serter. Customer stated that she is currently hospitalized for high blood glucose levels. Customer's blood glucose level was 460 mg/dl at the time of hospitalization. Customer reported that her blood glucose level was high because the tape on the infusion set did not stick to her body well and the infusion set pulled out. Troubleshooting for high blood glucose levels was not performed. Customer treated through an IV insulin drip at the hospital. Cause of emergency room visit was hyperglycemia. Customer was not wearing the insulin pump at the time of the emergency room visit. Customer has not been wearing the insulin pump since she woke up disconnected from the pump. Customer was treating blood glucose levels using manual injections. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.